Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6fr. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 9f and 22f. The taa procedure was completed. The two successfully pre-placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.